Manufacturer narrative:
Returned complaint cp pump visually inspected. No biomaterial observed. No cannula kink observed. Dried dextrose resolved around impeller gap. No broken blades found. Pump connected to aic to reproduce low flow testing. Pump run for more than 20 minutes at p-9. No pump low flow reproduced. Pump flow was above specification required limit. The cause of the low pump flow issue most likely was patient condition related. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12442: f6/f8-should have been left blank . G1 manufacturing site address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male of an unknown age, race, and ethnicity was put on impella cp support for high-risk percutaneous coronary intervention (pci). The pump was placed without issue however, the pump experienced a sudden decrease in flow. The patient became hemodynamically unstable and required cardiopulmonary resuscitation (CPR). The suction alarms persisted. The patient underwent pericardial effusion and pericardiocentesis and required CPR three times. The pump was ultimately explanted, and the patient was transferred to another hospital. The patient status is unknown.